Event description:
Patient weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6), implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: (B)(6): event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported every time they mess with the controller, call medtronic displayed on screen. Pt said the controller was showing that the implanted neurostimulator (ins) and controller were both at 100%, but pt knew that wasn't right as they had gone all night without charging the ins. Pt said they removed and reinserted the controller battery, but the controller wouldn't turn on at all afterward. During the call, agent had pt open controller to examine the battery pack and pt noticed they could see the circuit board, and the battery pack (bp) was split in half. The issue was not resolved. When agent asked for event date, pt seemed confused and said 2017 - when agent rephrased the question, pt said the issue began last night. An email was sent to the repair department to replace the li battery pack. Patient called back and stated they received the incorrect battery pack. Patient services (pss) assisted patient with placing the bp inside the controller, controller shows 100% and ins red. Patient stated they are getting system problem rm05 on the controller screen when they plug the recharger (rtm) to charge the ins. Patient stated this is the first time they are seeing the message. Patient stated the r tm was replace recently. Ps confirmed there is no visible damage on thertm cord or controller port. Ps assisted patient with resetting the controller several time and controller continue to show system problem rm05 when patient went to charge the ins. Ps re-opened the case and sent email to the repair dept for new rtm and controller for saturday delivery.